Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Therefore the investigation is inconclusive for the reported failure to prime, failure to fire, and self-activation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 07/2021.

Event description:
It was reported that during a prostate biopsy procedure both of the slides of the device were allegedly sticking and not firing. It was further reported that both slides were able to be primed and then allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2021).

Event description:
It was reported that during a prostate biopsy procedure both of the slides of the device were allegedly sticking and not firing. It was further reported that both slides were able to be primed and then allegedly self activated. There was no reported patient injury.